Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had bolus time out alarm. The customer¿s blood glucose was unknown. The customer was assisted with troubleshooting. Customer states insulin pump got again bolus time out alarm, customer delivered bolus. Customer report they inserts bolus amount, confirm bolus and insulin pump right away alarms bolus time out. The device will not be returned for analysis.

Manufacturer narrative:
Insulin pump was program with multiple 10.0u bolus delivery. All boluses were delivered and properly recorded in history screen. No unexpected bolus stopped alarms noted during testing. Insulin pump functioning properly.